Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 99% stenosed lesion in the right coronary artery (rca). A 3.0x12mm nc trek balloon dilatation catheter (bdc) was being advanced through a non-abbott guide extension catheter for pre-dilatation when resistance was met with the distal tip of the catheter. The bdc was removed with resistance from the catheter and a non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.